Manufacturer narrative:
Doctor alleged the facemask hook of a rapid palatal expander broke while the patient was eating and the patient swallowed the component. Patient went to the emergency room on (B)(6) 2017, and an endoscopy under anesthesia was performed to remove the component from the patient's stomach. The patient visited the orthodontist on (B)(6) 2017, for removal of the appliance and is doing fine.

Event description:
Doctor alleged the facemask hook of a rapid palatal expander broke while the patient was eating and the patient swallowed the component.

Manufacturer narrative:
Change type of reportable event to malfunction.